Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. Additionally, they emailed the distributor to correct a serial number mismatch, and the customer was instructed to rely on multiple daily injections in the meantime.